Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a red doctor icon; therefore, technical services (ts) was contacted and upon reviewing the data notes that there was a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this device was explanted and successfully replaced. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: aa risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a red doctor icon; therefore, technical services (ts) was contacted and upon reviewing the data notes that there was a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this device was explanted and successfully replaced. This device remains in-service at this time. No adverse patient effects were reported.